Event description:
Medtronic received information that one year, one month, and fifteen days following the implant of this transcatheter bioprosthetic valve (d164732), the patient presented to an outside hospital, a transthoracic echocardiogram (tte) showed an increased mean atrio-ventricular (av) gradient of 15 mm hg. No treatment was provided. One year, two months, twenty-four days following valve implant, a tte showed an ejection fraction of 70%, an av peak velocity of 2.6m/s, an av mean gradient of 12 mm hg, and mild aortic regurgitation (ar). One year, two months, twenty-eight days following valve implant, a computed tomography (CT) showed mild low attenuation thickening along the leaflet of the non-coronary cusp. Valve thrombosis was reported and anticoagulant medication was initiated. No adverse patient effects were reported. Additional information was received that two years following the valve implant a tte identified an ejection fraction of 61%, an atri oventricular peak velocity of 2, mean gradient of 7 mm hg, and mild aortic regurgitation. Anticoagulant medication was discontinued. No adverse patient effects were reported. Additional information was received to report that at the five-year post-operative follow up appointment, the mean gradient was noted to be increased to 18 mm hg. Additional information was received to report approximately five years, eleven months following the valve implant, the patient requested to present at the clinic for the six-year follow-up appointment due to recent symptoms of fatigue, dyspnea on exertion, and dizziness. An echocardiogram was performed and showed the gradient had increased to 51 mm hg. A computed tomography was scheduled. No further diagnostic tests or treatment was reported. Additional information received indicated that approximately 6 years following the implant of the transcatheter aortic valve, fatigue, dyspnea on exertion, dizziness were still present. The scheduled computed tomography (CT) scan identified hypoattenuated leaflet thickening (halt), severe aortic insufficiency, valve degeneration including moderate or severe stenosis. Aortic prosthetic valve disease was reported. The patient was admitted and the transcatheter valve was explanted and replaced with a 25-millimeter medtronic surgical aortic valve. Hospital discharge occurred 8 days following the valve replacement. Additional information was received to report the patient's baseline mean aortic gradient was 52mm hg. A tte was performed at 18-hours post-operative of the valve implant and showed the mean aortic gradient was 9mm hg. Additional information was reported that following the placement of this transcatheter bioprosthetic valve, the implant depth at the non-coronary cusp (ncc) was 4 mm and was 6 mm on the left coronary cusp (lcc).

Manufacturer narrative:
The product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. Updated data: b5. A seventh paragraph was added. D9 h6 - annex b, c, d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately one year, one and a half months following the implant of this transcatheter bioprosthetic valve, the patient presented to an outside hospital, a transthoracic echocardiogram (tte) showed an increased mean atrio-ventricular (av) gradient of 15 mm hg. No treatment was provided. Approximately one week later, a tte showed an ejection fraction of 70%, an av peak velocity of 2.6m/s, an av mean gradient of 12 mm hg, and mild aortic regurgitation (ar). Approximately one year, three months following valve implant, a computed tomography (CT) showed mild low attenuation thickening along the leaflet of the non-coronary cusp. Valve thrombosis was reported and anticoagulant medication was initiated. No adverse patient effects were reported. Additional information was received that two years following the valve implant a tte identified an ejection fraction of 61%, an atri oventricular peak velocity of 2, mean gradient of 7 mm hg, and mild aortic regurgitation. Anticoagulant medication was discontinued. No adverse patient effects were reported. Additional information was received to report that at the five-year post-operative follow up appointment, the mean gradient was noted to be increased to 18 mm hg. Additional information was received to report approximately five years, eleven months following the valve implant, the patient requested to present at the clinic for the six-year follow-up appiontment due to recent symptoms of fatigue, dyspea on exertion, and dizziness. An echocardiogram was performed and showed the gradient had increased to 51 mm hg. A computed tomography was scheduled. No further diagnostic tests or treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 analysis: gross description receipt condition - the device was received within a heart valve return kit, fully submerged in clear 0.2% glutaraldehyde solution. Visual evaluation of returned device - the explanted valve frame exhibited a reduced inflow orifice with notable inflow ellipticity. Coaptation - leaflets 1 and 3 appeared in a closed position, whereas leaflet 2 appeared prolapsed. All leaflets demonstrated restricted leaflet mobility, which appeared to correlate with visible calcification. Leaflets leaflet 1: outflow view: calcification nodules were noted on the belly with adjacent tissue deterioration. A small tear was identified near com missure 1-2, along with linear incisions on the tissue and commissure pad, suggestive of possible damage during explant. Inflow view: calcific nodules were distributed along the belly region. Additionally, clusters of extrinsic calcification were noted on the margin of attachment (moa), with tissue deterioration observed on the inferior coaptive areas (ica) of l1¿l3 and l1-l2. Tissue degradation appeared to be associated with observed calcification. Leaflet 2: outflow view: extensive intrinsic and extrinsic calcification was observed throughout the leaflet, accompanied by a longitudinal tear along the moa and superior coaptive junction (scj) distal to commissure 2-3. Early signs of dehiscence were noted along the scj distal to commissure 1-2. A free edge split was present adjacent to commissure 1-2. Inflow view: extrinsic calcification nodules infiltrated the belly, with visible tissue deterioration along the moa. Leaflet 3: outflow view: multifocal calcification nodules were distributed across the leaflet, with multiple regions exhibiting tissue deterioration associated with calcification. A free edge split was observed at the point of coaptation. Inflow view: calcific nodules were present on the belly and icas between l3-l1 and l3-l2, with tissue deterioration observed at the ica between l3-l2. Commissures - all commissures were encapsulated by pannus, with commissure 2-3 exhibiting the least degree of encapsulation. Sutures - visual inspection revealed sutures on outer frame surface predominantly covered by pannus, with no apparent damage to exposed sutures. Frame -aside from the noted ellipticity, the frame exhibited no visible kinks, bends or fractures. Host tissue - outer surface: remnants of adherent pannus were present along the outer surface of the vale, extending to the margin of attachment. Outflow aspect: off-white pannus lined the circumference of the outflow frame. Inflow view: a thick layer of glistening off-white pannus adhered to the inflow crowns extending into the inner lumen. Additional observations: a small perforation was noted on valve skirt adjacent to l2, possibly incurred during the explant procedure. Radiography radiographic imaging confirmed calcification across all leaflets, commissural areas and on the valve skirt. No stent fractures were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 6 years following the implant of the transcatheter aortic valve, fatigue, dyspnea on exertion, dizziness were still present. The scheduled computed tomography (CT) scan identified hypoattenuated leaflet thickening (halt), severe aortic insufficiency, valve degeneration including moderate or severe stenosis. Aortic prosthetic valve disease was reported. The patient was admitted and the transcatheter valve was explanted and replaced with a 25 millimeter medtronic surgical aortic valve. Hospital discharge occurred 8 days following the valve replacement.

Manufacturer narrative:
Updated data: b5. A sixth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that one year, one month, and fifteen days following the implant of this transcatheter bioprosthetic valve (d164732), the patient presented to an outside hospital, a transthoracic echocardiogram (tte) showed an increased mean atrio-ventricular (av) gradient of 15 mm hg. No treatment was provided. One year, two months, twenty-four days following valve implant, a tte showed an ejection fraction of 70%, an av peak velocity of 2.6m/s, an av mean gradient of 12 mm hg, and mild aortic regurgitation (ar). One year, two months, twenty-eight days following valve implant, a computed tomography (CT) showed mild low attenuation thickening along the leaflet of the non-coronary cusp. Valve thrombosis was reported and anticoagulant medication was initiated. No adverse patient effects were reported. Additional information was received that two years following the valve implant a tte identified an ejection fraction of 61%, an atri oventricular peak velocity of 2, mean gradient of 7 mm hg, and mild aortic regurgitation. Anticoagulant medication was discontinued. No adverse patient effects were reported. Additional information was received to report that at the five-year post-operative follow up appointment, the mean gradient was noted to be increased to 18 mm hg. Additional information was received to report approximately five years, eleven months following the valve implant, the patient requested to present at the clinic for the six-year follow-up appiontment due to recent symptoms of fatigue, dyspea on exertion, and dizziness. An echocardiogram was performed and showed the gradient had increased to 51 mm hg. A computed tomography was scheduled. No further diagnostic tests or treatment was reported. Additional information received indicated that approximately 6 years following the implant of the transcatheter aortic valve, fatigue, dyspnea on exertion, dizziness were still present. The scheduled computed tomography (CT) scan identified hypoattenuated leaflet thickening (halt), severe aortic insufficiency, valve degeneration including moderate or severe stenosis. Aortic prosthetic valve disease was reported. The patient was admitted and the transcatheter valve was explanted and replaced with a 25 millimeter medtronic surgical aortic valve. Hospital discharge occurred 8 days following the valve replacement. Additional information was received to report the patient's baseline mean aortic gradient was 52mm hg. A tte was performed at 18-hours post-operative of the valve implant and showed the mean aortic gradient was 9mm hg.